Manufacturer narrative:
H3: the revision reported was performed due to prosthesis wear, as stated in the experience report. However, photographs of the device do not show obvious signs of prosthesis wear or delamination. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 8010018076 a10012 - gps implant kit v2; 4416749 02-010-04-0235 - logic cr femoral por, left, sz 3.5; 5062152 201-78-15 - holding pin mini sharp point 4 pk; 5432691 201-78-81 - 3 trocar, mod. Hex 2pk; 5455021 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 5503469 521-78-23 - threaded pin size 2.3 collared; 5592413 200-02-35 - three peg patella 35mm; s004797 521-78-32 - threaded pin size 3.0 collarless; s007598 521-78-23 - threaded pin size 2.3 collared. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient was revised on (B)(6) 2022 due to poly wear. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.